Event description:
An impella 5.5 was inserted via the axillary graft site to support the 62 year old female patient in (B)(6) 2024. This was care escalation from the cp pump that had been placed for the patient who had been admitted in with indication of cardiomyopathy. The support was for just under 7 days when weaned and explanted. Later in 2/2026 the abiomed team located a publication of the support in which the team/authors detailed adverse events in the support. There was thrombus down the limb of the 5.5 insertion which prompted thrombectomy to reduce/prevent arm ischemia. Additionally there was arrhythmia, ventricular fibrillation, and hypotension treated with medical therapy. The reported thrombosis and arrythmia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary peri-procedural adverse event (thrombosis/arrhythmia/hypotension/tachycardia): the root cause of the injury was not determined due to insufficient clinical details.